Event description:
An archer guidewire was used as accessory products in a patient during the endovascular treatment of an aortic aneurysm approximately three weeks ago. It was reported that after removing the guidewire from the patient a nurse noticed while during rolling it up that the ptfe coating separated from the steel core of the wire. This was noted with one of two wires that were used in the patient. There was no injury to the patient. No further information is available. The wire was returned and its evaluation has been completed. While the wire was still within the sealed pouches, coating could be seen flaking off of the wire. There were also flakes of coating observed within the bag. The distance from the proximal weld to the first section of missing/partial coating was 25 mm. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was 54 mm. The longest uncoated region was 46 mm (small pieces of coating were still present, but not significant). Around 20 medium-large uncoated/partially coated regions were observed over the entire length of wire. The majority of coating was missing in the distal half of the wire, closer to the proximal weld. A tape test was conducted and the wire failed the test since coating was transferred from the wire to the tape. The tape test was also conducted distal to the proximal weld and passed; no coating was transferred to the tape. Coating was found to be missing or flaking off from multiple segments of the wire. The cause of the coating flaking off is currently unknown.

Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).